Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used in the esophagus during an esophageal dilatation procedure on (B)(6) 2022. During the procedure, it was noted that the there was hole in the balloon. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.